Manufacturer narrative:
(B)(4). Implant date - unknown date in 2016. Concomitant medical products: 00434906606, tm reverse humeral poly liner, 62831515, 00434904011, glenosphere 40 mm diameter, 61398029. Report source, foreign - the event occurred in (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00736.

Event description:
It was reported that upon opening the joint the poly had disassociated from the spacer and was floating in the joint. As a result, damage was done to the poly, spacer, and glenosphere. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed scratches and gouges. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.